Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie pocket was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to release. A field service engineer (fse) booted into hardware test application (hta) and force-released the entire row, followed by releasing the remaining cubies in the drawer. The cubie tray was removed, and foil and residue were cleared. After reinserting the cubies, each cubie on the row responded correctly. The system functioned as intended after the field service engineer repaired the device.